Manufacturer narrative:
An event of device deformity could not be confirmed via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During procedure, the first disc was unable to open through the first deployment. The physician was unable to deploy full as the first disc keeps going into a cobra while in the left atrium (la), despite waiting for the disc to regain its supposed shape. The second disc was not deployed. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 22mm amplatzer septal occluder was chosen and completed the procedure with no adverse event or delayed effect. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 02 january 2024, a 22mm amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During procedure, the first disc was unable to open through the first deployment. The physician was unable to deploy full as the first disc keeps going into a cobra while in the left atrium (la), despite waiting for the disc to regain its supposed shape. The second disc was not deployed. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 22mm amplatzer septal occluder was chosen and completed the procedure with no adverse event or delayed effect. The patient was reported stable.